Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for a pressure leak. He discovered fluid leaking down the tubing lines below the cassette door. He discontinued treatment and set up with new supplies. He reported the incident to his pd nurse the following morning. The set was discarded. During follow up, the patient's pd nurse reported that the patient did not have any signs of infection. He was prescribed prophylactic antibiotics vancomycin and gentamicin. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.